Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's wife found the customer choking on blood, so she administered a glucagon injection. The reported blood glucose reading was 107 mg/dl at the time the paramedics arrived at the scene. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.